Manufacturer narrative:
Product ID 37603 lot# serial# (B)(4). Implanted: (B)(6) 2018. Explanted: product type implantable neurostimulator product ID 3387s-40 lot# va1p7ab serial# implanted: (B)(6) 2018. Explanted: product type lead product ID 3387s-40 lot# va1n95j serial# implanted: (B)(6) 2018 explanted: product type lead suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 02-aug-2020, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #:(B)(4), ubd: 10-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after having the implantable neurostimulator (ins) implanted in 2018, 3 of the 4 electrodes were not working. The patient stated the healthcare provider (hcp) said it would need to be a surgical procedure to correct. The patient did not have the procedure.